Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer blood glucose was 300 mg/dl. Customer current blood glucose was 157 mg/dl. Customer was treated with manual injections for high blood glucose. Customer alleged that the insulin pump was under delivering due to, health care provider suggested. No harm requiring medical intervention was reported. The insulin pump will not be returned for the analysis.